Manufacturer narrative:
Model number/catalog number: sc-2366-70, serial number: (B)(4), batch/lot number: 14182745, model/catalog description: linear 3-6 lead 70 cm. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was not getting any good relief from the device. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively.